Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient¿s mouth, a failure occurred upon insertion. Inadequate bone quality/quantity was involved in this event and the patient experienced mobility at time of removal.